Event description:
Medical staff reported "intracapsular rupture of the right device with silicone perspiration, a capsular contracture baker grade IV (breast is very hard, deformed and painful to touch), pain and prosthesis exposure." Device has been explanted. This relates to right side.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, migration, rupture.